Event description:
It was reported that the device exhibited a backup reset mode due to a remote communication issue. It was noted that an error was detected for excessive radio frequency (rf) telemetry use. After the programming change, the device was able to communicate and was restored to normal operation. There were no adverse health consequences to the patient.